Event description:
The customer reported a large volume of liquid leaked from the left side of the coulter lh 750 hematology analyzer. The leak was not contained. The customer also reported the instrument generated p errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment. The instrument is used in manufacturing. No patient samples used for diagnostic purposes are run on this instrument.

Manufacturer narrative:
The fse confirmed the leak from the tubing attached to the rbc diluent dispenser. The fse could not tell which tubing was leaking. Therefore, the fse replaced both of the tubing resolving the leak. (B)(4).